Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous intervention was implanted with impella cp device for mechanical circulatory support and after the implant, low pump flows were noted. The flow decreased with flattened motor current. The pump was repositioned to no avail, and multiple attempts were made to ramp up and down on p-levels without success. Consequently, the impella cp pump was explanted.

Manufacturer narrative:
Data review: data logs confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Product was not returned for review. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review g1 reporting contact fax number missing.